Event description:
It was reported that a patient underwent a hernia repair procedure of two hernias in 2010 and mesh was implanted. After going home, the patient complained of pain and wouldn't eat. The patient was taken back to the hospital where she underwent 8 hours of emergency surgery. The surgical mesh used became entangled which perforated the small bowel in four places. During the surgery, the surgeon stated it was hard to distinguish what was muscle and what was bowel. He "teased" out the mesh and then used compression for the bleeding. As of (B)(6)2010, the patient was still in the hospital with three fistulas which drain from her belly.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00961. The same patient is represented in each medwatch.